Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed. The field service engineer (fse) noted that no failure icon was displayed. To verify functionality, the fse ran a final test using the hardware test application. All components passed the test, confirming that the drawer was operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 pocket c3 was repeatedly failed and prevented nursing from pulling medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.